Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a stent fracture occurred. The physician implanted a 3.00x28mm taxus express2 drug eluting stent in the ostial right coronary artery (rca), and then placed a 2.75x24mm taxus stent in the rca. An unspecified amount of time later, the physician attempted to perform intravascular ultrasound (ivus) in the rca, but had difficulty because the 3.00x28mm stent had fractured and a small portion of the stent was ''hanging out into the aorta." The physician gave up trying to ivus the rca, and performed ivus in the right anterior descending and found that it was 75% stenosed. The physician ended the case and decided to sent the pt to surgery. Further info has been requested but has not been received.

Manufacturer narrative:
Device analysis. The stent remains implanted and the complainant indicated that the delivery device will not be retuned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.